Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils, a pod coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to place a pod coil and a ruby coil in the target location; however, both coils were determined to be too small for the vessel and were removed. Next, the physician advanced a new ruby coil into the vessel, but the ruby coil was still determined to be too small for the vessel and the physician decided to remove it. However, while removing the coil, the physician noticed that the ruby coil had unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out from the lantern on the back table. The procedure was completed using a amplatzer vascular plug and the physician performed an endovascular aneurysm repair (evar). There was no report of an adverse effect to the patient.